Event description:
It was reported at a routine device replacement procedure due to normal battery depletion, the physician commented that this right ventricular (rv) lead pacing impedance measurements had been rising since the original implant procedure. The most recent measurement was high and out-of-range at 2300 ohms. No noisy signals nor threshold variations were observed. Boston scientific technical services was contacted and that this was most likely due to patient factors such as calcification. The physician did not want to surgically replace the rv lead, so the patient was connected with remote monitoring to observe rv lead performance. Additionally, the pacing impedance alert limits were increased to 3000 ohms. At this time, the rv lead remains implanted and no adverse patient effects were reported.